Event description:
It was reported that the implant was removed due to becoming fractured.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Patient ID not provided. Patient age not provided. Patient weight not provided. Event date not provided. Lot number for device not provided. Device manufacturer not provided.

Manufacturer narrative:
One imp,tsv,mcol mg,3.7mm,8mm (tsvmb8) was returned for investigation. Visual evaluation of the as returned implant identified no fracture found. Showed signs of use and bone tissue attached to external implant vent. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Functional testing was not performed on the product. No pre-existing conditions were noted on per. X-ray & picture evaluation: x-ray or picture image was not provided. Review of appropriate documentation: documents reviewed: instructions for use - tapered screw-vent and trabecular metal implants, ifu4869 rev 9-10/19. Information identified: contraindications & precautions. Per the applicable IFU, it is stated that improper techniques, severe bruxism, clenching, and overloading, may cause component fracture. DHR review: DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review: a complaint history review by item number was conducted for (tsvmb8) dating back to 12 months from the complaint notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. (Complaint category keywords: fracture: implant) post market trending review: july post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did not occur, and the reported event was unconfirmed.

Event description:
There is no update to the original complaint description provided.